Manufacturer narrative:
During a re-intervention performed on (B)(6) 2021, the associated lead was explanted, and its tip was left in patient's body. The lead was damaged during the re-intervention and discarded.

Event description:
The defibrillation system was implanted on (B)(6) 2012. Reportedly, upon device interrogation on (B)(6) 2021 after a shock delivery, it was observed that the ventricular lead impedance and rv coil continuity were saturated at 3000 ohms. The physician suspected a fracture of the lead. As a result, the shock therapy was deactivated. An ICD replacement is contemplated. Preliminary analysis revealed that a ventricular lead issue is suspected.

Event description:
The defibrillation system was implanted on (B)(6) 2012. Reportedly, upon device interrogation on (B)(6) 2021 after a shock delivery, it was observed that the ventricular lead impedance and rv coil continuity were saturated at 3000 ohms. The physician suspected a fracture of the lead. As a result, the shock therapy was deactivated. An ICD replacement is contemplated. Preliminary analysis revealed that a ventricular lead issue is suspected.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The defibrillation system was implanted on (B)(6) 2012. Reportedly, upon device interrogation on (B)(6) 2021 after a shock delivery, it was observed that the ventricular lead impedance and rv coil continuity were saturated at 3000 ohms. The physician suspected a fracture of the lead. As a result, the shock therapy was deactivated. An ICD replacement is contemplated. Preliminary analysis revealed that a ventricular lead issue is suspected.